Manufacturer narrative:
All buttons functioned properly during failure analysis. The connector on electronic board 1 was not unlocked during visual inspection. Moisture damage noted on keypad traces during visual inspection. Unit received with scratched casing, minor scratches on lcd window, pillowing keypad overlay, cracked select button on keypad overlay, damaged keypad overlay texture, cracked case at bottom corner of end cap,, stained serial number label, partially broken off belt clip rail with customer applied glue/adhesive on belt clip area and missing end cap address label.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call that there were frequently no or intermittent response from all of the insulin pump's buttons. The block mode was not active. They changed the battery but the buttons were still unresponsive. The customer's blood glucose level was unknown. They were advised to discontinue use of the insulin pump and revert to back-up plan. The insulin pump will be returned for analysis.